Event description:
It was reported that during an angioplasty procedure, the shaft of the pta balloon was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 pta dilatation catheter was returned for evaluation. No evidence of a break nor any deformity was noted during the visual evaluation. A functional test was not performed due to the nature of the complaint. Therefore, the investigation was unconfirmed for the reported break as there was no evidence of a break or any deformity noted during the visual evaluation of the returned device. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 11/2024), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2024). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the shaft was allegedly broken. There was no reported patient injury.